Manufacturer narrative:
H3: the pump was returned and analysis determined the pump reached end of service (eos) based on time progression, as expected. H3: the catheter was returned and analysis found no anomalies upon microscopic inspection. The catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8781, lot#: 0208907353, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign distributor regarding a patient who was receiving lioresal (2000 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported during a regular pump replacement due to elective replacement indicator (eri) on (B)(6) 2021, the catheter was checked. It was stated every year the patient needed a higher baclofen dosage. It was found that some catheter occlusion might exist due to scar tissue which was found in the pump segment catheter to pump connection, but it was just an assumption. This was also stated that there was an assumption that the pump segment of the intrathecal catheter was not sufficiently passable or was partially occluded. The pump segment was replaced. The issue was resolved and the patient status was alive - no injury. The pump and catheter would be returned. Further complications were not reported.